Manufacturer narrative:
Additional narrative: the device has been requested from the customer to be returned to baxter for an evaluation, however, has not yet been received. Should the device and/or additional information be received, a follow-up report will be submitted. (B)(4).

Event description:
It was reported to baxter (B)(4) the reservoir of a two-day infusor had ruptured during filling. The device was being filled with 5-fu and saline. There was no patient involvement, therefore, there was no patient injury or medical intervention. No additional information is available.